Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The home patient (hp) stated that he cannot drain more than 29mls. The hp stated that he turned the machine off for 6 hours and slept. He then turned the machine back on and could not drain. The technical service representative (tsr) discovered the machine ended therapy and the hp restarted the setup with the same supplies connected to the machine and started initial drain over again. The tsr assisted the hp with ending therapy and advised the hp to contact the nurse regarding reuse of therapy supplies and for therapy assistance. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report for the patient restarting therapy with the same supplies was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. The product code of the cassette involved is unknown.